Manufacturer narrative:
The device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the system controller was not alarming with a "low voltage advisory" alarm before alarming with the "hazard" alarm when on either battery power or the power module.